Manufacturer narrative:
Correction: h6 - medical device problem code.

Manufacturer narrative:
The reported event of material break was confirmed. As received, a partial lead was returned in two pieces. Visual and x-ray examinations of the partial lead noted procedural damage to the lead body insulation. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that the patient presented for replacement of the low voltage right ventricular lead due to fracture. The generator was also replaced during the procedure. The patient developed a subsequent infection after the lead revision with a fistula that formed at the device pocket. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and left ventricular (lv) leads were explanted due to infection. During the extraction the tip of the lv lead detached from the lead body and part of it remained in the patient. The rv lead helix also failed to retract. The system was extracted. The patient was discharged.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.